Event description:
Insert removed when revising this pt's pfc sigma tkr. It had become dislodged from the tibial tray, and had been pushed anteriorly, resting on the anterior lip of the tibial tray. Prior to this surgery, this pt had had a fall, approx 1 year ago, at which time the pain and symptoms began. During surgery, the surgeon found the insert was not fixed into the tibial tray. The femoral component also happened to be loose. Wear can be seen on the underside of the component. Reporter would like to have the causes of the movement of the insert and the wear investigated.